Manufacturer narrative:
The patient provided two vials of test strips for investigation where they were tested using a retention meter and retention controls. Both vials of test strips were from lot 57261211. Replacement product was sent. Vial 1 (lot 57261211 roll 415) testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. Vial 2 (lot 57261211 roll 614 testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs plus meter serial number (B)(4) compared to a laboratory stago evolution analyzer with an unknown reagent. The patient's meter result was 4.3 inr. Within four hours, the patient's laboratory result was 3.3 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing frequency is every two weeks.